Manufacturer narrative:
Product event summary: for product ID: mc1vr01-delsys, return date: 14-feb-2020. The full delivery system was returned with the device intact in the device cup. Analysis was performed. Flat wire was found protruding from the delivery system outer shaft at 3.7 cm from the distal end of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-03-04: it was further reported that the ipg exhibited poor thresholds and pacing failure.

Manufacturer narrative:
Other relevant device(s) are: brand name: (B)(6), model #: mc1vr01-delsys, expiration date: 28-jan-2021, serial#: (B)(4), UDI#: (B)(4), yes, return date: 31-jan-2020. No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 13-aug-2019. Labeled for single use? Yes. (B)(4). FDA results code(s): 3233, FDA conclusion code(s): 11. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the delivery system slipped and was unable to be pressed against the myocardium. Poor measurements were observed as a result. Thrombi were observed to have developed during the procedure. The leadless ipg was not used and was replaced. No further patient complications have been reported as a result of this event.